Manufacturer narrative:
Follow-up report submitted to document device evaluation results. The event was not duplicated by the manufacturer repair technician or the manufacturer diagnostic engineer for leaking fluid.

Event description:
It was reported by the customer that during equipment inspection that the device was found to be leaking a lubricant. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported by the customer that during equipment inspection that the device was found to be leaking a lubricant. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.